Event description:
The account reported the brake pedal sets but the brakes do not hold. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the wheels on both brake casters are worn out most likely due to normal wear and tear. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The technician replaced both wheels on the brake casters to resolve the issue. Based on this information, no further action is required.